Event description:
Procedure was started with the insertion of an aneurx stent graft system which resulted in a product problem refer to mdr2953200-2008-00045. Vessel morphology was moderate to severe tortuosity and severe calcification. The physician elected to insert and inflate another manufacturer's balloon which resulted in rupturing of the iliac artery. A second bifurcated stent graft was inserted in the patient; however, was unable to reach the intended landing zone and was removed from the patient without incident. The physician elected to convert the patient to an open surgical repair. It was reported the patient expired one day post procedure. No additional clinical sequelae were reported.